Manufacturer narrative:
The catheters were returned and analysis found damage to transition tube and a kink was observed in the catheter body if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 19-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (5 mg/ml at .75 mg per day) and bupivacaine (10 mg/ml at 1.5 mg per day) via an implantable infusion pump. It was reported that the patient had a lack of pain relief and during a dye study the catheter could not be aspirated. There were no environmental/external/patient factors that may have led or contributed to the issue. A new catheter was inserted; the explanted device would be returned for analysis. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.